Event description:
It was reported that the ventilator's o2 gas module was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description. The ventilator was investigated on site by our field service engineer (fse). The nozzle unit in the o2 gas module was found defective. After replacement of the o2 nozzle unit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Replaced o2 nozzle unit was not returned for investigation, the root cause of the reported failed pre-use check could not be determined, but the nozzle unit was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).